Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error and buttons sticking. Customer's blood glucose level was unknown. Customer states insulin pump had rainbow effect on the screen in sunlight and also getting no delivery alarms. The insulin pump will not be returned for analysis.